Event description:
Date of implant for pt 6137 was in 2000. In 2000, a moderate iritis developed. The pt's visual acuity was 20/25. Pt was treated with pred forte, ocuflox, and acular, the doctor does not feel this reaction is iol related.